Manufacturer narrative:
(B)(4).

Event description:
It was reported "intermittent ECG and ap waveforms afterupdate leading to trigger loss alarms". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported.

Event description:
It was reported "intermittent ECG and ap waveforms afterupdate leading to trigger loss alarms". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The customer pictures were reviewed. The first picture shows the waveforms beginning to appear on the screen. The second picture shows all the waveforms displayed on the screen. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "intermittent ECG and ap waveforms after update leading to trigger loss alarms" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the event details, the issue was resolved after replacing the second iab. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.